Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. It was noted that the capture thresholds had gradually increased over past few months. Impedance and sensing were within range. The patient was asymptomatic to the event. During device replacement procedure, the physician elected to program the new device to low rv output; the patient will rely on left ventricular pacing alone. The patient was in stable condition.